Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant alarms) was confirmed. Upon eval, the white pulse wire was open in the trunk cable. The cause of the alarms is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the device. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) old female pt to report constant alarms. The pt was issued a replacement electrode belt.